Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a circuit leakage alarm was observed in the ventilator's error log. The device's proportional valve was replaced to address the issue.